Event description:
The manufacturer received information alleging that a ventilator failed the aecm section of the system setup test during pre-check tests. The device was not in clinical use on a patient at the time of the occurrence. At the time of this report, the device has not been returned to the manufacturer or authorized service center for evaluation, and the reported issue has not yet been confirmed. A follow-up report will be submitted if and when additional evaluation findings become available.